Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that there were multiple issues with the insulin pump. There was a constant tone anomaly and a keypad anomaly. The patient's blood glucose at the time of incident is unknown. The customer thought the screen was frozen but the time progressed normal. The patient's button presses were not activating any commands or clearing the constant tone alarm. The customer did not recall any significant events leading to the keypad issue. The insulin pump will be returned and replaced.

Manufacturer narrative:
The insulin pump was received with no button response due to unlocked connector on lcd board. No frozen screen and no audio/beep anomaly noted during testing. We were unable to perform any tests due to unresponsive buttons. The insulin pump was received with cracked reservoir tube lip and minor scratches on display window noted.